Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported the capsular tear in unknown eye of the patient during refractive surgery. Additional information has been requested.

Manufacturer narrative:
Corrected information provided in g.1. And h.11. Product manufacturer details have been updated. The manufacturer internal reference number is: (B)(4).